Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was not returned for evaluation and no images were provided for review which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Regarding pta the instructions for use states: 'predilation of the lesion should be performed using standard techniques', and 'post stent expansion with a pta catheter is recommended'. Holding and handling of the system throughout deployment was found sufficiently described. A stent size selection table is part of the instructions for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter. Regarding accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. Furtherly, the instructions for use state: cases of fracture have been reported in clinical use of the lifestent vascular stent in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks and four days post a stent placement, the stent was allegedly found to be fractured. It was further reported that the stent allegedly had to be revascularized. Reportedly, a new device was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was not returned for evaluation and no images were provided for review which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Regarding pta the instructions for use states: 'predilation of the lesion should be performed using standard techniques', and 'post stent expansion with a pta catheter is recommended'. Holding and handling of the system throughout deployment was found sufficiently described. A stent size selection table is part of the instructions for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter. Regarding accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. Furtherly, the instructions for use state: cases of fracture have been reported in clinical use of the lifestent vascular stent in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture.' H10: d4 (expiration date: 08/2024), g3 h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three weeks and four days post a stent placement, the stent was allegedly found to be fractured. It was further reported that the stent allegedly had to be revascularized. Reportedly, a new device was implanted. There was no reported patient injury.

Event description:
It was reported that three weeks and four days post a stent placement, the stent was allegedly found to be fractured. It was further reported that the stent allegedly had to be revascularized. Reportedly, new device was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that three weeks and four days post a stent placement, the stent was allegedly found to be fractured. It was further reported that the stent allegedly had to be revascularized. Reportedly, a new device was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the stent was not returned for evaluation. The provided x-ray image demonstrates complete transversal fracture of an overlappingly placed stent in the height of the lesser trochanter which leads to confirmed result. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Regarding pta the instructions for use states: 'predilation of the lesion should be performed using standard techniques' and 'post stent expansion with a pta catheter is recommended'. Holding and handling of the system throughout deployment was found sufficiently described. A stent size selection table is part of the instructions for use describing the relationship between reference vessel diameter and unconstrained stent inner diameter. Regarding accessories the instructions for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. Furtherly, the instructions for use state: cases of fracture have been reported in clinical use of the lifestent vascular stent in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture'. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.